Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture. As a result, the patient will undergo removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-01991 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on (B)(6) 2022. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. Additionally an area of missing material was observed within the shell wear and extending to the posterior view, measuring approximately 3.4 cm x 1.5 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).